Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result for one patient. (B)(6) 2020 sample ID (B)(6) generated 39.9 pg/ml on isr03600. The sample was previously tested on (B)(6) 2020 on isr03350 and generated 7.4 pg/ml. The sample was retested multiple times on isr03350 and generated results ranging from 4.1 to 659 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included a search for similar complaints and review of complaint text, trending data, labelling, device history records and field data. Return testing was not completed as returns were not available. Review of complaint activity and trending reports did not identify any issues associated with the complaint issue. Device history record review for lot 17224ui00 did not identify any issues associated with the customer's observation. Labelling was reviewed and found to adequately address the complaint issue. World wide field data was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 17224ui00 was identified.

Manufacturer narrative:
This report is being filed on an international product, architect stat high sensitive toponin-I, list 3p25, that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier (B)(6). Patient information:no specific patient information was provided.

Event description:
The customer obtained a falsely elevated architect stat high sensitive troponin-I result for one patient. (B)(6) 2020 sample ID (B)(6) generated 39.9 pg/ml on isr03600. The sample was previously tested on (B)(6) 2020 on isr03350 and generated 7.4 pg/ml. The sample was retested multiple times on isr03350 and generated results ranging from 4.1 to 659 pg/ml. No impact to patient management was reported.